Manufacturer narrative:
Updated fields - b4, g3, g6, h2, , h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5, h6 health effect ¿ impact codes a getinge field service engineer (fse) was dispatched to evaluate the unit. Onsite checking of the machine, performed machine operation simulation for few hours and machine working normal without noisy sound. Performed machine functional check, pneumatic performance test given max pressure and average pressure lower than 300mmhg. Bring back for continue check/repair. Opened motor module and secured all screws. Checked tubing connection ok. Checked 8 psi regulator setting was ok. Fse replaced safety disk done and safety disk test ok. Onsite fse checked pump diaphragms (pressure / vacuum), found pressure head screw loose and tighten it. Also checked vacuum head ok. Checked filter proper location. Performed function test (pneumatic performance tests) and result passed.checking flter proper location. Performed function test (pneumatic performance tests) and result passed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cs300 machine producing noise. Patient was involved, no harm occurred.